Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 59087, were returned and analyzed. The data files showed at least 11 applications were performed with a different balloon catheter on the date of the event with no issues. System notice (B)(4) ¿refrigerant level is too low¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter passed the performance test, but inflation showed a kink on the guide wire lumen under the balloon segment. Also, dissection showed a guide wire lumen kink at 1.04 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.